Event description:
Reporter indicated that pt has been experiencing pain to the left breast, tenderness, and tingling and numbness to their left arm, with pain felt up to their neck. It was also reported that the pain is not related to device stimulation. Pt believes that the device has migrated down into their breast and that the device is palpable through the skin. The pt had been trying to lose weight and has lost 60 pounds since initially being implanted. The pt reports that it feels as if the device may have migrated due to the weight loss. The pt experienced chest pressure and pain to their left chest along with numbness and tingling to their left arm; therefore, thought that pt was having a heart attack and went to the hosp emergency room where pt was told that pt has not had a heart attack. The pt has been seizure-free until two months ago and has since experienced a seizure. Their last seizure involved more of their body and pt experienced urinary incontinence with the seizure. The pt also believes that the device magnet stimulation is weaker than it has been in the past. Further follow-up revealed that device diagnostic testing was within normal limits, indicating proper device function. Neruologist indicated that pt's chest pain has resolved. Neurologist does not believe that the pt's device has migrated; however, has reffered the pt for follow-up wtih neurosurgeon for second opinion and possible generator replacement due to the likelihood of the device nearing end of service.